Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they are no longer using their original spinal cord stimulator from 2018 anymore, as they had a different implant put in instead. Patient stated the implant was too generic, and the new implant went more directly where the pain relief needed to be. Patient stated the implant did work, but not good enough since first being implant. Patient commented how their surgeon told them they were not sure why they got that implant in the first place. Patient asked if implanting doctor needs to do removal, and if they can remove all pieces, or just the battery. Agent redirected patient to healthcare provider to further address the issue.